Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue,xt-r,suoh03,rg3. Guide catheter: launcher7fr,jr4,al1. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The procedure was to treat a chronic total occlusion in the distal right coronary artery with heavy calcification. After an unspecified 1.25mm balloon crossed the lesion, a 2x12mm mini trek rx balloon dilatation catheter (bdc) was advanced toward the target lesion; however, the tip came in contact with the calcification and the tip became flared. The device was removed from the patient anatomy. An unspecified 2mm balloon was advanced and then a 3x15mm trek rx bdc was advanced without resistance toward the target lesion. The bdc ruptured after being inflated once to 10 atmospheres. There was no resistance noted during sheath removal. The balloon was soaked and air aspiration was performed outside the anatomy prior to use. The device was removed without resistance and replaced with a 2.75mm non-slip element (nse) balloon to further dilate the lesion. Ultimately a xience alpine and a non-abbott stent were used to successfully treat the lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.